Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the cause was unknown as patient had not contacted the provider to report issue nor they had heard from the representative. Patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was charging her ins and felt a stinging sensation. The patient stated after she removed the recharging antenna the stinging sensation stayed present. The patient mentions she usually sleeps with the recharging antenna on because it takes her a long time to charge her ins and laying on the antenna is the only way "to get a true connection." No further complications were reported.